Event description:
It was reported that during an unknown procedure, the device would not hold the initial cartridge. Cartridge did not fire. It is unknown how the case was completed. There was no patient consequence reported.